Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks on (B)(6) 2022. On (B)(6) 2022, the patient a headache. The bg finger stick was 32.2 mmol/l and the cgm was low. The patient's mother administered some insulin dose corrections for his bg. She did not remember what specific doses were given. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hyperglycemia.